Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after starting treatment using an artis machine with a revaclear 300 dialyzer, the patient experienced dizziness. The event occurred ¿as soon as the treatment started¿. One blood pressure value of 120/60 mmhg was received; however, the time of the value was unknown. The dialyzer had recently been changed from a polyflux 14l dialyzer (no further details provided). It was reported the nurse lowered the blood pump speed and patient¿s symptoms improved in about 3 to 4 minutes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.